Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that while inserting the cage, the tip of the inserter broke. The broken piece was able to be removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows a lot of damage on the thread. Maybe the instrument had a defect before use in surgery. Because of the thread damage the surgeon used a lot of force to connect the cage or / and also used a lot of force to remove the instrument from the cage. The threads had damage before use and together with the high force to connect / remove the cage, the tip of the instrument broke.